Manufacturer narrative:
This case is part of a remediation performed by stryker following the acquisition of artelon company. This case has already concluded with minimal information. Therefore, no supplemental MDR will be submitted unless additional information is provided. This investigation is part of the artelon remediation aiming to transfer the data history into tw. An investigation of this case has already been performed by artelon - please refer to attachment. The conclusion of the investigation states: event was caused by user error. Confirmed user was a new user that did not have didactic training or procedure review with sales pre prior to use.

Event description:
It was reported that several anchors broke during the procedure. Awaiting more information - (B)(6)2021 please see details below regarding broken anchors from kit 51004: sn (B)(6) from a case on (B)(6) 2021 with dr (B)(6) and fellows. An email from the sales rep was received on (B)(6) 2021. The email stated: utilized solo kit 51004 sn (B)(6) during a brostrom procedure with augmentation. Prepared the talar aspect in typical fashion utilizing artelon guide wire, drill guide, and drill bit. The anchor was inserted in the talar tunnel, a bloody field was noted. Upon impaction, the swivel tip broke off the tip of the anchor and was retrieved. The 2nd anchor in the kit was placed on the fb and inserted in the talar tunnel. Visualization was obstructed with soft tissue and a wet field. Upon impaction, the swivel tip was damaged and removed from the field. An additional solo kit 51004 sn (B)(6) was opened. The anchor was placed in the talar tunnel and impacted without incident. Attention was turned to the fibular preparation. The guidewire was placed, the drill guide and drill bit were utilized to create the tunnel for anchor placement. The fibular anchor was impacted without incident. The case was completed and a successful brostrom with artelon augment was completed. The implants were discarded after the case.